Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a scan error when attempting to start a new freestyle libre 3 plus sensor for connection with the ilet system, which was resolved after a phone restart and successful sensor scan, with the sensor entering warm-up. No adverse clinical symptoms reported. Outcomes included successful sensor initiation and continued system use without alert conditions. User support included troubleshooting and user education conducted by support. Investigation of this case revealed a transient scanning issue resolved through standard reboot and reattempt procedures, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and routine use error that resolved with standard guidance.